Event description:
It was reported that the right ventricular (rv) lead had intermittent ventricular undersensing after paced or sensed atrial events. The device was reprogrammed to correct undersensing and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.